Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) machine. The step of therapy in which the alarm occurred was not reported. The customer contacted baxter technical service for assistance. The troubleshooting steps were not reported. There was patient involvement; however there was no patient injury or medical intervention. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.